Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the 3d model was not present during the registration task of the application software. It was noted that the ssd of the computer was replaced. The system then passed the system checkout and was found to be fully functional. The ssd was returned to the manufacturer for evaluation. Testing found that the reported issue could be replicated and once the 3d space was manipulated, the behavior was consistent with a model being displayed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a craniotomy, the 3d model was not present in the application software. It was reported that the model was present in the 3d tab of the software. It was reported that it was unknown if the site attempted to threshold the model. There was a reported delay to the procedure of half an hour due to this issue. It was noted that the site used a second medtronic navigation system to complete the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.